Event description:
A revision procedure was performed and the device was explanted due to elective replacement. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this device, which was not affected by a product advisory issued to physicians since (B)(6) 2005, declared elective replacement indicator (eri). Current battery voltage was 2.64 v and current charge time measurement was 25.9 seconds. Technical services discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
The device was returned to allow for reliability analysis.